Event description:
A (B)(6) female pt called zoll customer support to report that the trunk cable was damaged and that she was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (damaged cable and check therapy electrode alarms) have been confirmed. Upon investigation the white pulse wires was found to open in the trunk cable insulation, causing the reported alarms. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the trunk cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.